Manufacturer narrative:
Site reported bilateral patient was not fully compliant to uv spectacle wear. Both of the lenses were explanted (right eye explanted (B)(6) 2021; left eye explanted (B)(6) 2021). Rxsight's awareness date was 10/8/2021. The lenses were not saved after explant. The site discarded the lenses.

Event description:
Site reported bilateral patient was not fully compliant to uv spectacle wear. Both of the lenses were explanted (right eye explanted (B)(6) 2021; left eye explanted (B)(6) 2021). Rxsight's awareness date was 10/8/2021.

Manufacturer narrative:
Site reported bilateral patient was not fully compliant to uv spectacle wear. Both of the lenses were explanted (right eye explanted (B)(6) 2021; left eye explanted (B)(6) 2021). Rxsight's awareness date was 10/8/2021. The device history record for the lenses were reviewed. No issues were noted. Right eye: serial number: (B)(4), lot number: l02-001817, mfg date: 9/1/2020, expiration date: 8/31/2023, explant date: (B)(6) 2021, UDI: (B)(4). Left eye: serial number: (B)(4), lot number: l02-003064, mfg date: 3/19/2021, expiration date: 2/29/2024, explant date: (B)(6) 2021, UDI: (B)(4). The lenses have not yet been received for evaluation.

Event description:
Site reported bilateral patient was not fully compliant to uv spectacle wear. Both of the lenses were explanted (right eye explanted (B)(6) 2021; left eye explanted (B)(6) 2021). Rxsight's awareness date was 10/8/2021.